Manufacturer narrative:
Visual inspection noticed the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure by the end-user. Multiple interrogations during the analysis found normal interrogation and normal functionality. Additionally review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed successfully. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Additional information was received that conductive telemetry issues occurred during the implant procedure. A new lp was successfully implanted to resolve the event.

Event description:
During initial implant procedure for a leadless pacemaker (lp), it was not possible to implant the lp. No additional information was provided. The patient was stable.